Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values and under delivery of insulin from the pump. Customer stated that his blood glucose value has been over 400mg/dl all day. Customer¿s blood glucose value at time of incident was 179mg/dl and current blood glucose value was 399mg/dl. Customer treated for high blood glucose levels with bolus and also gave two shots. Customer declined to troubleshoot for high blood glucose values. Insulin pump will not be returned for analysis.